Event description:
General report received of an undocumented number of undocumented incidents of the infusion pumps alarming for cassette error. This occurred after priming the tubing from 100cc containers. There was no reports of any adverse pt events. Though requested, no additional info was available.